Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer called to report that the reservoir compartment was broken. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.